Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definative conclusion can be drawn regarding the clinical observation. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience.(B)(4).

Event description:
Medtronic (covidien) received information that difficulties were experienced in coil detachment. It was reported during a cerebral aneurysm embolization procedure, using an axium coil for framing, it took about 10 minutes to get the coil inserted. After the coil was properly inserted, an attempt to detach the coil was made. However, the coil would not detach. It was reported the physician tried to detach it manually; however, the coil remained attached. As a result the physician kept pushing and pulling the coil a little bit. The coil was eventually detached by rotating the pusher and torquing the device, and pulling on the pusher. It was further reported when the physician removed the pusher from the patient, it was found that the pusher was unraveled about 3 mm. The distal portion of the pusher (the coil shield) was stretched. The patient¿s vessel anatomy was reported to be tortuous (slightly severe, medium size diameter). The device will not be returned as it was implanted, and the pusher was discarded by the site. No patient injury was reported.